Event description:
It was reported to medtronic minimed that the customer reported the top part of the battery cap compartment is already damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with the p-cap locks properly into the reservoir compartment. Unit received with blank display anomaly due to broken battery tube threads, unable to contact properly with battery contact. The following were noted during visual inspection: cracked case at corner of the belt clip rail, cracked keypad overlay at select button and fading serial number label. Cosmetic damage was confirmed at the back of the pump area. Unit received with blank display due to broken belt battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.